Event description:
A healthcare facility in (B)(6) reported to our distributor that 12 units of rt240 adult dual-heated evaqua breathing circuits "are not passing the leak test". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Lot number: 101027,120210, 120320, 120326, manufacturing date: 10/27/2010, 02/10/2012, 03/20/2012, 03/26/2012, quantity affected: (B)(4). Method: the 12 complaint rt240 adult dual-heated evaqua breathing circuits were returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. The returned devices were visually inspected. Results: visual inspection revealed that the 12 returned breathing circuits each had a hole on the dryline tube. Each hole was located either 4.5 cm or 10 cm from the dryline connector. A lot check revealed (B)(4) other complaint for lot number 101027. A lot check revealed (B)(4) other complaints for lot number 120210. A lot check revealed (B)(4) other complaints for lot number 120320. A lot check revealed (B)(4) other complaint for lot number 120326. Conclusion: it was identified that damage to the rt240 dryline tube could have been caused during the manufacturing process. During the production of the dryline tubes, a pressure test is performed every 10 minutes and those that fail are set aside for further inspection. The user instructions that accompany the rt240 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Verify that ventilator alarms are set to detect loss of pressure and over pressure." (B)(4).